Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity decreased more quickly than expected, changing from two and a half years remaining to trigger end of life (eol) within three months. This device also exhibited high thresholds. The patient was admitted to the hospital to perform a replacement procedure. This device was replaced and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion but declared eol earlier than previously estimated. Of note, the estimated remaining battery longevity of this pacemaker was designed to be calculated (and trigger corresponding device replacement indicators) based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Initial: when this device is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely during a routine follow up. The estimated remaining longevity decreased more quickly than expected, changing from two and a half years remaining to trigger end of life (eol) within three months. This device also exhibited high thresholds. The patient was admitted to the hospital to perform a replacement procedure. This device was replaced and is expected to be returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
When this device is received and analyzed, a supplemental report will be provided.